Event description:
It was reported that three surgical fibers were used during a pvp on a very large prostate, described as "massive with the lobes practically touching", estimated between 500-600ml. All three fibers reportedly failed due to burnt tissue on the tip of the fiber and the output beam blinking, even after cleaning: - first fiber was replaced after approximately 27,000 joules; - second fiber replaced after approximately 2 minutes, 8000 joules; - third fiber replaced after approximately 100,000 joules. The physician chose to end the procedure do to the length of time the patient was under anesthesia, close to three hours, and "a lot of bleeding" (patient described as "a bleeder"). The reporter noted that the physician said he was going to schedule the patient for another procedure but was unaware if a second procedure had yet occurred or had been scheduled. There was no patient injury reported. This event is for the third surgical fiber used.